Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31608. It was reported that one of the patient's leads was explanted and replaced on (B)(6) 2020 due to high impedance. Therapy was restored post-op. Note: it is unknown which lead had high impedances, as such both leads are being reported.